Manufacturer narrative:
There was no relationship found between the returned device and the reported incident. Visual inspection under magnification shows no electrode wear with no manufacturing abnormalities visually observed with the returned device. The device was plugged into the controller and registered the correct defaults. The wand was then activated in a beaker of saline solution at the default and max settings and performed as intended. The complaint could not be verified and the root cause for this event could not be determined with confidence as the device performed as intended. It is possible that the connector block on the wand was not fully inserted into the controller display; therefore, causing the settings to not register. Other factors that could cause the device to not function is not having a sufficient amount of saline or intracellular fluid in order to maintain the formation of plasma. Factors unrelated to the manufacture or design of the device which could have contributed to the reported event is the controller; however, was not returned for evaluation.

Event description:
It was reported that during turbinate reduction surgery, when the ablate foot penal was initially depressed, the ablate setting went to ¿0¿ and nothing occurred. A new wand was opened but the same issue occurred. Procedure was cancelled. No patient injuries were reported.